Event description:
It was reported that the user¿s ilet displayed high glucose of 400 mg/dl after a recent full supply change and application of a new g7 cgm sensor, with initial alerts to connect cgm or enter blood glucose that resolved once the warmup completed and readings began. Investigation of this case revealed that the cgm pairing, and warmup completed successfully and the system began receiving readings, with hyperglycemia detected but without clinical sequelae. No reported clinical symptoms associated with hyperglycemia. Outcomes included no medical intervention, and continuation of therapy as the system was expected to correct. It was concluded that the device functioned as designed and that the event was consistent with hyperglycemia of unclear cause following a supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.